Event description:
Pt was given multiple types of medication (dopamine, epinephrine, milrinone) running into quad flush set tubing. Pt went acidotic and needed more volume/medication, before it was noticed the quad flush tubing was leaking from a plastic joint. Quad flush tubing set was replaced, afterward pt started to improve immediately. Two other tubing leaking problems where noted on other pts with quad flush sets tubing, in a two week period. Pulled all stock with this lot# in hosp.